Event description:
During evaluation at bench repair, it was identified that the device had no audio.

Manufacturer narrative:
The device was evaluated and tested at philips bench. The rft preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. The device did not pass functional testing at bench. The customer has decided to replace the device. The mx40 1.4 ghz smart hopping, serial number (B)(6) is replaced with mx40 1.4 ghz smart hopping device serial number (B)(6) .based on the information available and the testing conducted, the cause of the reported problem was a failed speaker. The reported problem was confirmed the customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.